Event description:
It was reported a patient's implantable cardioverter-defibrillator presented in backup vvi mode with no backup defibrillation operation (bdfo) available. It was determined the device was not properly put into magnetic resonance imaging (MRI) mode prior to going into the MRI, which caused the backup mode. Programming changes were made to restore normal parameters. There were no patient consequences.

Manufacturer narrative:
Correction: d6b - explant date should be (B)(6) 2022 rather than (B)(6) 2022.

Manufacturer narrative:
The reported event of backup operation was confirmed. Analysis of device image found the device went into backup mode due to power on reset (por). Information from the field indicates the device went into backup mode due to not being configured to MRI mode when exposed to MRI. The device was restored from backup mode in the field. Functional testing was performed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. The cause of the backup operation is consistent with MRI exposure without being configured to MRI settings.

Event description:
New information received notes the implantable cardioverter defibrillator (ICD) was explanted and replaced in a procedure on (B)(6) 2022. Post-procedure the patient status was unknown.